Event description:
It was reported that the pt is not receiving stimulation is unable to communicate with external devices. The pt turned off stimulation 5 months ago and did not charge. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This serial ipg number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.